Event description:
Patient came to our clinic about a month ago for placement of a continuous glucose monitoring device. Upon insertion the patient squirmed slightly. Educator checked site and it looked fine. The patient was in no distress. The receiver had "???" And educator called dexcom to validate that this could occur during warm-up period. Dexcom agreed. Patient's parents were instructed to call dexcom if any other problems occurred or had questions. The patient returned to the clinic in the afternoon with the site of the monitor removed and the wire remaining in the right abdomen. The doctor instructed the patient to go straight to the emergency department to be evaluated by another doctor.